Event description:
It was reported that when the patient presented in the ER after receiving inappropriate shocks, noise due to oversensing was observed on the stored egms. Impedance anomaly was also noted. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported noise and inappropriate therapy was confirmed in the laboratory. The device was tested on the bench and high impedance between a capacitor and the hybrid substrate was found to be the cause of the reported noise and inappropriate therapy.